Event description:
On (B)(6) 2023, (B)(6) the following report. (B)(6). Received the information on (B)(6)2023 and additional information on (B)(6) 2023. The report verbatim is as follows: this serious spontaneous case, manufacturer control number 2023-032690 is an initial report from germany received on 24/nov/2023 from a consumer/other non-health professional through diamed (de3441). This case report concerns a female patient , who applied thermacare nsw (batch number: ga0257; expiry date: aug/2023 ) for unknown indication. Concomitant medication(s):unknown. Relevant medical history: unknown. On unknown date after thermacare nsw initiation, the patient experienced burn blister. The consumer applied the heat wrap during the day, since she was in a lot of pain. Following the application she had a large burn blister. The consumer has been using heat wraps for many years and they have been the only thing helping her on bad days. She used to wear them during the night but the pharmacist recommended wearing them during the day. Further information was not available at the time of this report. Outcome: burn blister : unknown. The action taken in response for the event to thermacare nsw. (B)(6) medical assessment: the pi of thermacare nsw mentions that burn blister could be an adverse event of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse event-medical device is plausible. Based on the information provided, the causal relationship between thermacare nsw and the reported adverse event was considered as possible. The overall assessment for this case is serious/labeled/possible.

Manufacturer narrative:
Follow up received on 07/dec/2023 from qa department. Complaint number (B)(4). Batch #: ga0257 brand code/sku#: f00573300606w product count: 6 count date of manufacture: 29-sep-2021 to 30-sep-2021 expiry date: 2024-08 quantity released: (B)(4) cartons a 36-month trend analysis has been conducted. The trend analysis returned a total of (B)(4) complaints for neck shoulder wrist 12 hour products during the period (B)(6) 2020 to (B)(6) 2023 for the class/subclass . (Three of the 12 were not identified as 8 or 12 hour product.) None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this trend analysis, the data did not show an increase over time. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare neck shoulder wrist 12 hour product. There is no further action required. Considering the current information available for this complaint it is not possible to determine a root cause. However, there are pre-identified risk factors that could cause a burn/blister listed in the hazard analysis (B)(4). There are mitigations in place to prevent these situations such as in-process testing, thermal testing and visual inspections to ensure the quality and safety of the product. There are also multiple risks that are outside the control of the site. These include things like age, skin condition, medical, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. All materials used in the production of this batch were inspected and released by quality control before being released for use. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. There are pre-identified risk factors that could cause a burn/blister listed in the hazard analysis (B)(4) during the investigation of this complaint (B)(4) was reviewed and no further risk was identified. Since this complaint is not justified and there is no identified defect, there is no change needed to the risk documentation as a result of this investigation. Based on the information provided, the event of burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The pi of thermacare nsw mentions that burn blister could be an adverse event of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse event-medical device is plausible. Based on the information provided, the causal relationship between thermacare nsw and the reported adverse event was considered as possible. Batch ga0257 is the only batch within the scope of this investigation. The device history record, manufacturing electronic system records, retain samples, thermal results, raw materials and trending were evaluated. No quality issues were identified during the production of the batch. The visual inspection of a retain sample included one carton and the six pouched wraps inside and shows no obvious defects to carton or pouched wraps. An evaluation of the complaint history confirms that this is the first complaint for the sub-class adverse event safety request for investigation received. The complaint was evaluated to identify a potential trend for the lot and subclass. This is the first burn complaint for this batch, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in processing inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures. There were no wrap attribute or variable defects recorded for the batch. Considering the current information available for this complaint it is not possible to determine a root cause. No quality issues were identified upon the review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.